Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer amulet was chosen for implant using a 14f amplatzer torqvue delivery sheath. The patient was in normal sinus rhythm at the start of the procedure and had taken eliquis the day before the procedure. A transseptal puncture was performed in the inferior mid location. The wire was positioned in the upper pulmonary vein, and there were no multiple wire or delivery sheath exchanges. The patient¿s left atrial pressure measured 22 mmhg, and the activated clotting time (act) during the procedure was 289 seconds. The patient received 7,000 units of heparin, and no wire was ever placed in the left atrial appendage. The patient underwent the amulet procedure at approximately 9:30 a.m., during which a 0.6 cm pericardial effusion was noted, reported as circumferential pericardial (pr). The device was successfully deployed on the first attempt. Following the procedure, the effusion was reassessed and again measured 0.6 cm. At the conclusion of the case, 50 units of protamine were administered. Approximately 1.5 hours later, the team was informed that the patient had developed cardiac tamponade, and a bedside pericardiocentesis was subsequently performed. At the time the pericardial effusion was detected, the patient was reported to be on oral anticoagulation (oac). The user reported their belief that an abbott device, specifically the amplatzer amulet, caused the pericardial effusion.

Manufacturer narrative:
An event of (implant-related tissue damage) pericardial effusion and cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported pericardial effusion and cardiac tamponade could not be determined. An unexpected medical intervention was a result of case specific circumstances, as a pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: medical device problem code: 2993.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer amulet was chosen for implant using a 14f amplatzer torqvue delivery sheath. The patient was in normal sinus rhythm at the start of the procedure and had taken eliquis the day before the procedure. A transseptal puncture was performed in the inferior mid location. The wire was positioned in the upper pulmonary vein, and there were no multiple wire or delivery sheath exchanges. The patient¿s left atrial pressure measured 22mmhg, and the activated clotting time (act) during the procedure was 289 seconds. The patient received 7,000 units of heparin, and no wire was ever placed in the left atrial appendage. The patient underwent the amulet procedure at approximately 9:30 a.m., during which a 0.6 cm pericardial effusion was noted. The device was successfully deployed on the first attempt. Following the procedure, the effusion was reassessed and again measured 0.6 cm. At the conclusion of the case, 50 units of protamine were administered. Approximately 1.5 hours later, the team was informed that the patient had developed cardiac tamponade, and a bedside pericardiocentesis was subsequently performed.